Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. It is unknown which anchor broke. Hence, both the anchors are being reposted.

Event description:
Related manufacturer reference number: 3006705815-2020-00591. Related manufacturer reference number: 3006705815-2020-00592. Related manufacturer reference number: 1627487-2020-01459. It was reported that the patient lost therapy due to high impedance. As such, surgical intervention took place on (B)(6) 2020 where in the leads and anchors were explanted and replaced to address the issue. Reportedly, adequate therapy was restored post operatively. During the procedure, it was observed that both the leads and one of the anchors were broken.

Manufacturer narrative:
Both swift-lock anchors were post CAPA(B)(4) anchors. They were exercised between the locked and unlocked position. The returned leads and various lab leads were successfully inserted into the anchors. The locking mechanism of the anchor functioned as design. Both anchors passed functional testing and had no visible anomaly. The returned device confirmed normal device characteristics. In addition, anchor had no visible anomaly. Hence, this does not meet the reportability criteria.